Manufacturer narrative:
H6: code updated, previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thyroidectomy procedure, the impedance values were incorrect with a 7mm endotracheal tube, then used another endotracheal tube 7.5mm and it was still not working. Then user changed the nim vital with nim 3.0 and it was still not working. Then the endotracheal tube was changed again, using with nim vital and it has worked but not as usual. The patient had loss of chance and paralysis post-operatively, the surgeon thinks probably the nerve was cut. In total, 3 emg tubes were used during the procedure. The customer stated that ¿probably cut the nerve¿, most likely toward the beginning of the case; customer thought that the nerve was next to the trachea, but stimulating at 2ma showed waveforms lower than expected, as well as interference and ¿false positives¿, which contributed to the reintubation with new tubes. The customer also states that there is a possibility that the emg tubes were past their expiration date. It was also confirmed that the muscle relaxant curare was used at the start of the surgery; the procedure lasted 2 hours and was stopped after the first side was complete, the procedure for the second side has not been completed as of yet. Since that event, the nim vital and nim 3.0 have both been used, with no issues.